Manufacturer narrative:
Additional information was provided that this is the same event and the suspect medical device was changed to alinity I processing module, list 3r65 and submitted under manufacturing report number 3016438761-2021-00359. All further information will be documented under MDR number 3016438761-2021-00359. No further information will be documented under this MDR number 3005094123-2021-00188. Updated likely cause: d1 - brand name - initial: alinity I total b-hcg reagent kit, d4-list number: 07p51-20, lot number: unknown / new: alinity I processing module: d4-list number: 03r65-01, d4 - serial no: (B)(6). H3 other text : after further evaluation, the suspect medical device was changed to alinity I processing module, list 3r65 and submitted under manufacturing report number 3016438761-2021-00359. All further information will be documented under MDR number 3016438761-2021-00359.

Event description:
The customer observed a false positive alinity I total b-hcg result for a patient. The following data was provided: alinity b-hcg result = 150 miu/ml (reference range: </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive). Eclia method = 3 miu/ml (reference range: </= 5 miu/ml is negative) there was no impact to patient management reported. No specific patient information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.